Manufacturer narrative:
(B)(4)

Event description:
It was reported that the powermax hand control overheated. Customer stated that the "pieces did melt and came apart on the field" but no patient injury as a result. A minimal delay was noted to obtain the backup hand control.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on april 20, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. (B)(4).